Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and that the self-adhesive of the infusion set was wet. The patient experienced elevated blood glucose levels. The caller states this has happened with several different boxes of infusion sets over the past year. The lot number was not provided. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.